Event description:
The infusion pump carefusion started smoking in room while connected to the patient - (B)(6) biomedical services performed the assessment and found traces of saline. It appears that the saline was spilled on top and got into the electrical contacts between the brain and pump module. There was no injury to the patient.